Event description:
This event was reported as "failure" and shortness of breath. No further info provided.

Manufacturer narrative:
F10: device code: 1077, 1628. H3: examination of the valve in our laboratory revealed extensive calcification throughout each cusp which resulted in multiple disruptions, incomplete coartation & stenosis of the effective orifice area. Host tissue overgrowth encroached onto each cusp, contributing to stenosis of the valve. X-ray analysis revealed calcification within the aortic wall, belly and free margin of each cusp. Slight stent distortion was noted and appeared artifactual of explant. The primary cause for dysfunction of the valve was determined to be due to calcification. H6: 86 = x-ray analysis.